Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "trochanteric fracture of the femur. The patient walked after the operation and re-fractured. The nail was damaged."